Event description:
It was reported that during a procedure, after the t1 deployed, t2 was fell out from the needle before the knob was depressed. No backup device was available to complete the procedure. No delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3,h6: the reported fast-fix 360 reversed curve needle delivery system, used in treatment, has been returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle but were returned. Examination of the construct showed t1 is missing. T2 showed no abnormalities. The suture has been cut at the sliding knot. The needle is dramatically bent. The device was functionally tested for proper actuator advancement and cycling, device would not function as intended. The bending of the needle resulted in the reported t2 pre-deployment. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.